Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 650 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had an infection at their pump pocket site from his previous replacement a few months ago. The pump was explanted from his right abdomen and a new pump was implanted on the patient's left side. The old catheter was completely removed and a new catheter was placed. There were no environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was necessary. The event was considered to be resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.